Event description:
During priming, in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion mechanism did not function as expected. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.